Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained saline [1.0 ml/ml] at a dose of 0.0064 ml/day. It was reported the patient stated that he had been experiencing fluid build-up in the pump pocket site, and the spinal site. The patient said it began 3 days after his implant. It was unknown what factors might have led or contributed to the issue. Surgical intervention occurred on (B)(6) 2018. The doctor opened the pump pocket site and aspirated the catheter and received good cerebrospinal fluid (csf) flow. The doctor reconnected the pump segment to the pump. The doctor then opened the spinal side and did a purse string to the anchor. It was unknown if the issue had been resolved at the time of the report. The patient¿s weight was unknown. The patient status at the time of the report was alive, no injury. No further patient complications were reported.

Manufacturer narrative:
Correction: event date updated. If information is provided in the future, a supplemental report will be issued.